Event description:
It was reported that, "on or about (B)(6) 2009, the pt was implanted with an "ams monarc subfascial hammock" with the intention of treating the pt for "stress urinary incontinence." "After, and as a result of the implantation of the medical device," the pt allegedly, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia and other injuries," including "significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.